Event description:
Information received from the patient explains that she underwent a procedure on (B)(6) 2012 to complete an l4-l5 fusion utilizing the vault alif system. Subsequently, the patient is alleging pain and a fractured l4 disc where the screws are attached. No further information has been provided and no revision has been reported.

Manufacturer narrative:
This report is based on information set forth in the patient's statements provided to the company, which remain unverified. Based on the limited information provided by the patient, we are treating this as a reportable MDR. No specific product malfunction has been alleged and no product, part or lot numbers have been provided. Because the patient questioned whether there could be a defect, based on information she reviewed on FDA's website, the company conducted an investigation based upon available information and concluded that no product defect associated with information contained on FDA's maude database for the vault alif could have resulted in the patient's reported pain and fracture. If, however, we receive additional relevant information, we will supplement this report. Evaluation summary: review of the FDA's maude database for reports related to the vault stand alone alif system did not reveal any reports that would relate to the patient's reported conditions as stated.